Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134243.

Event description:
It was reported one of the patients leads has migrated. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Correction: a4. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patients leads had migrated. Surgical intervention occurred on (B)(6) 2025 wherein the leads were explanted and replaced. Effective therapy was restored post-operatively.